Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and obtryx and a mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent boston scientific implant, hysterectomy/ bilateral salpingo-oophorectomy due to pelvic floor relaxation and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems, recurrence, dyspareunia and other. It was reported that on (B)(6) 2011 and (B)(6) 2013, the patient underwent excision of mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.